Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received spi to motor pic communication error alarm on their insulin pump. The customer's blood glucose level was reported to be 108mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the self test. No alarm was noted. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the display window.